Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +21.0) was explanted from the left eye (os) due to patient unhappiness with vision. The lens was replaced with another lal (sn (B)(6), +21.0d).